Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
(B)(6) it was reported that after a right r3 tha was performed on (B)(6) 2009, the plaintiff experienced high metal ion levels on blood and heterotopic ossification. A first revision surgery was performed on (B)(6) 2015 to treat this adverse event. During the surgery, brown fluid in small quantities was found, additionally, several pieces of heterotopic ossification were found near the gluteus medius muscle. The liner and the femoral head components were explanted and exchanged.